Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender along with the dilator was returned for evaluation. Visual inspection revealed that there were kinks observed on the sheath shaft. Microscopic examination revealed that the kinks were present near the base of the hub and in the middle portion of the sheath. No anomalies were noted with the dilator. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that mishandling while removing the device from the package may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr glidesheath slender sheath was kinked at the hub before being used on the patient. The patient was reported to be in stable condition. The procedure outcome was good. Additional information was received on april 30, 2019: the type of procedure that was being performed was a radial heart catheterization. The procedure proceeded radially with a new sheath. The outcome of the procedure was successful.